Event description:
It is reported that the pt came to the surgeon with pain and leg length discrepancy. Upon x-ray review, it was found that the zirconium head had fractured into multiple pieces. Pt was revised.

Manufacturer narrative:
Evaluation summary: no product was returned for review. Surgical notes from the original surgery were provided for review and no complications were noted. X-rays from the primary and revision surgeries were not provided for review. The lot number associated with this complaint was part of recall # z-0239/0240-2 as a result of a supplier issue. As this device was implanted prior to recall initiation, the complaint can be considered previously addressed. Evaluation: review of the device history records did not find any deviations or anomalies. Zimmer, inc considers the investigation closed.